Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. The customer indicated the use of a qualified company cartridge and handpiece. The customer indicated the use of a viscoelastic, which is not qualified for company cartridge use. Information was provided that the multifocal lens, 22.5 diopter (add power +2.2/+3.2) lens was replaced with an unspecified monofocal lens. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product has not been returned to the manufacturing site. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after implantation of an intraocular lens (iol) the patient experienced unsatisfactory post op visual acuity. The lens was explanted. Additional information was requested.